Event description:
Boston scientific received information that this right atrial lead dislodged. A lead revision was performed and the lead was explanted and replaced successfully. No additional adverse patient effects were reported.